Event description:
Healthcare professional additionally reported capsular contracture baker grade iii and calcification.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side seroma, swelling and pain. Patient went to the hospital, where a puncture of the liquid was done and seroma was drained out/empty; patient got better. After 1 month seroma returned. Physician did a puncture and it was sent to the laboratory; however, the lab simply decided not to complete the test stating it was not necessary. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii and calcification.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additionally, healthcare professional reported a healthcare professional reported a patient experienced the events of ¿peri implant collection with greater volume at right; puncture of serohematic odorless fluid in breast of right side¿, ¿edema¿ ¿pain¿, ¿capsular contracture com heterogenous intracapsular tissue per MRI¿, ¿oval and circumscribed hypoechogenic nodule measuring 0.8 x 0.4 x 0.7 cm at 11h, 1.1 apart from skin and 4.0 cm from the papilla¿, ¿heterogeneous collection adjacent to the implant of right side. The possibility of infected collection must be considered¿, ¿silicon-induced granuloma¿, and ¿inflammatory alteration¿.